Event description:
It was reported that the right atrial (ra) lead had "poor p-waves" and no capture. It was determined that the ra lead was dislodged. It was noted that during the ra lead repositioning attempt the physician could not get the ra lead to curve into the atrium. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix.